Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Low vault was observed. Lens remains implanted. Reportedly, "the valult is still low. The paitent understands the situation." See MFR # 2022-00517 for claim against the initial lens.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date if event: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date if event: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Low vault was observed. Lens remains implanted. Reportedly, "the valult is still low. The paitent understands the situation." See MFR # 2022-00517 for claim against the initial lens.